Event description:
It was reported that the healthcare provider verified that the patient received two new device on (B)(6) 2012. It was noted one on the right and one on the left.

Event description:
It was reported that patient's implantable neurostimulator (ins) had "died". It was indicated that the patient had a "replacement (B)(6)". It was further stated that the patient believed their left ins needed replacement. It was noted that the ins never provided therapy. It was indicated that patient requested an appointment for replacement, but also already had a doctor to do the replacement. It was unclear if the patient had an appointment already scheduled. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's devices were replaced, one was completely dead and they though it was "put in dead," and other device was "only working at 40 percent." It was noted that the patient was able to walk with the "old batteries." It was unclear if the reporter was referring to the recently removed devices or devices the patient had had earlier. It was reported that the patient had seen a healthcare provider prior to the replacement. The reporter stated that the patient had a "terrible time with his eyelids freezing shut" and botox usually helped the patient with his eyes. It was unclear if this occurred before the device was replaced. Four months later, it was reported that the patient was seen by a healthcare provider on (B)(6) 2012 and the patient's device was interrogated. The reporter stated that the left device was dead. It was reported that the device was originally implanted in 2005 by a different healthcare provider. Per manufacturer device registration the device was originally implanted in 2009 and the patient had a different device implanted in 2005. It was unclear when the device was implanted. It was reported that the patient got excellent relief, but when the patient was diagnosed with lymphoma he started having trouble with symptoms. The reporter stated that there was no information about the device being implanted dead, whether there was normal battery depletion, or if there was a malfunction. It was reported that there was no information about the device only working at 40 percent. The reporter stated that usually when one device was replaced, both would be replaced so the patient wouldn't have to go back to surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 7438, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID 3387-40, lot# j0107926v, implanted: (B)(6) 2005, product type: lead. Product ID 3387-40, lot# j0504299v, implanted: (B)(6) 2005, product type: lead. (B)(4).